Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was not working well, and the patient was still pretty incontinent. At the beginning they started out doing well. The patient was redirected to their healthcare provider to further address the issue, and they noted they were going to make an appointment. Additional information was received from the patient. They reported that the device is really difficult to charge and that when they met with the mdt rep for 90 minutes, it could only get to 60% charged and they have to call for help. Patient stated the device is not working because it is not controlling their urine or feces, they still have leakage. No further complications were reported/anticipated at this time.